Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e103 (lamp lighting failure) and failure of the converter. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the lamp would not switch from standby to on mode due to failure of the converter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's lamp did not switch from "standby" to "on" mode during set up / inspection for use. There were no reports of patient involvement.